Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a device replacement procedure due to elective replacement indicator (eri), there was intermittent loss of capture with a junctional escape rhythm, along with a lead warning for undefined high right ventricular (rv) impedance. The device was also noted to be at end of service (eos). Upon opening the pocket, the right ventricular (rv) lead was tested and all lead parameters were stable, so the lead was left in use, and the device was explanted and replaced. No patient complications have been reported as a result of this event.